Event description:
The customer reported that the device was defective and was not able to supply additional info regarding the procedure or device. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.